Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site following the removal of the internal magnet prior to an mrt. The infection was treated with oral antibiotic. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap revision surgery (specific date not reported). The implanted device remains. This report is submitted on july 5, 2021.

Manufacturer narrative:
Per the clinic, the patient underwent another skin flap revision surgery (specific date not reported). This report is submitted on october 28, 2022.